Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Uf medwatch report (B)(4) received reporting: "after pinned patient, needed to flip patient back to supine and repin. Physician assistant noted mayfield skull clamp failed to function correctly; not holding. A gurney was brought in, patient positioned back to supine and repinned. Patient then positioned back to prone on the operating room bed. Surgeon noted mayfield skull clamp was not holding pressure and was slipping. Patient had three different puncture sites but not laceration."